Manufacturer narrative:
Product analysis: no product specimen has been received for evaluation. Conclusion: multiple attempts have been made to request product return; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during the implant of this bioprosthetic aortic root valve, the valve was touched by the scalpel resulting in a very small leaflet tear. The valve was explanted and another valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Correction: investigation was complete when the initial medwatch report was submitted. See below. Conclusion: the cause of the tear was related to the accidental damage during implant procedure with a sharp instrument. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.